Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, dyspnea, nausea and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that eleven months after the 2.5x28 xience alpine stent was implanted in the first obtuse marginal coronary artery, the patient had mid-sternal chest pain for 3 days. The patient was hospitalized with some nausea and shortness of breath on exertion. Diagnostic angiogram found 40% in-stent restenosis with a negative fractional flow reserve. Medical management was advised. The condition resolved the next day and the patient was discharged. There was no adverse patient sequela. No additional information was provided.